Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power controller distribution board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator audio test failed on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.